Event description:
It was reported that, during implant testing, it was difficult to induce an arrhythmia. Once successful, the shock impedance was 24 ohms. The company representative suspected telemetry issues. The doctor explanted the pulse generator and the electrode and placed new ones. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during implant testing, it was difficult to induce an arrhythmia. Once successful, the shock impedance was 24 ohms. The company representative suspected telemetry issues. The doctor explanted the pulse generator and the electrode and placed new ones. There were no additional adverse patient effects.